Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bulkhead assembly was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the latch of the bulkhead chassis was broken off, causing a large leak and inability to ventilate. There was no report of patient involvement.